Manufacturer narrative:
Patient identifier: (B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a promus element mr ous 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent strut row 1 and 2 on proximal end of stent are pushed distally and twisted. The undamaged section of the crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The bumper tip of the device and the balloon cones were examined and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-feb-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 20x3.00mm, eccentric, target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 3.00x20mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.